Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval the trunk cable connector was damaged and all of the wires were cut, except for one (the black wire). The cause for the damaged wires and connector cannot be positively identified but was likely the result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support that she is receiving service code 204. The pt was issued a replacement electrode belt.